Manufacturer narrative:
(B)(4).

Event description:
It was reported that ¿years ago¿, there was a pump that ran dry. The patient did not experience any symptoms, so a catheter issue was suspected. The pump delivered baclofen (unknown) before going dry. The reporter had no further information involving the event. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.